Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2008 due to patient allegations of pain, dysfunction, loss of range of motion, and lack of mobility. Legal counsel for patient alleges that during the revision procedure it was noted that the acetabulum was loose with fibrous ingrowth. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ the following sections could not be completed due to the part/lot information could be: category number - rd118858, lot number - 235080, expiration date - may 31, 2014, manufacture date ¿ may 10, 2004. Or the part/lot information could be: category number - rd118860, lot number - 547440, expiration date - jan 31, 2014, manufacture date ¿ jan 8, 2004. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04478 / 04479).